Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant creatinine (cr2) elevated results relative to recoveries by an alternate methodology is unknown. The account site switched patient testing for creatinine to the enzymatic creatinine method. The issue is under investigation by siemens healthcare diagnostics inc.

Event description:
An account complained of discordant creatinine (cre2) elevated results relative to recoveries by an alternate methodology. The account has noted elevated cre2 result since placing the reagent into use on the dimension exl 200 in (B)(6) 2015. Patient results were reported to physicians. The account repeated the samples with an alternate dimension reagent (enzymatic creatinine -ezcr) lower results were obtained in alignment with physician expectations. Patient treatment was altered on the basis of the discordant elevated cre2 result. Patient chemotherapy treatments were withheld due to the shift in cre2 values as compared to serum creatinine values obtained prior to using the exl 200. Patients scheduled for CT scans were unable to receive contrast media due to the shift in serum creatinine. There was no report of adverse health consequences as a result of the discordant elevated cre2 results or alterations in treatments.